Manufacturer narrative:
The t:slim pump user guide states: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. You can adjust the insulin units up or down before you decide to deliver your bolus. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer noticed air bubbles throughout the tubing. The customer primed the tubing to successfully remove the air and insulin delivery was resumed. The customer's blood glucose (bg) level was 390 mg/dl at the highest and the bg level was addressed with a bolus via the pump. The customer overcorrected the elevated bg level by requesting the same bolus twice thinking that air bubbles were being delivered instead of insulin. The customer's bg level lowered to 36 mg/dl at the lowest. Reportedly, the customer was sensitive to insulin. The low bg level was addressed by the customer consuming glucose tablets.